Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: there were occlusion alarms observed in the alarm history. A rewind, load cartridge, and prime steps were successfully performed with no alarms emitted. The force sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.